Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 84 mg/dl. The customer air bubbles is middle of the tubing. The customer was deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer was advised to repeat delivery of a 5 units prime until air bubbles are no longer visible. The customer did not want to repeat the process. The customer didn't want to continue to troubleshooting.